Event description:
The device was used during a laparoscopic cholecystectomy, the device would not fire completed clips. The clips fell out of the device when he tried to load clip applier. No pt consequence. Case completed with another device of the same product code.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. While no conclusion could be reached as to how this damage had occurred.